Manufacturer narrative:
Tech found that the brake caster would lock and hold, but caster would rotate if pushed on side. Replaced caster to resolve this issue.

Event description:
Allegation that the brake caster would lock and hold, but caster would rotate if pushed on side. No injury reported.